Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. When the physician attempted to get bleed back, there was no blood return. He tried to aspirate with a syringe and noticed there was clot in the syringe and also thrombus in the appendage. The procedure was aborted. No further patient complications were reported.